Event description:
It was reported that during a esophagectomy procedure, the generator alarmed and displayed error code 5. The doctor found the blade was broken. The piece was retrieved from the pts body. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.